Manufacturer narrative:
This report is for an unknown guides/sleeves/aiming: sleeve/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an expert lateral femoral nail (lfn) procedure, two (2) unknown lfn nails were incompatible with the locking implants and instruments. The unknown aiming arm, guidewire, recon screw, sleeve, and insertion instrument were misaligned with the holes in the lfn nail. When the guidewire and aiming arm were removed, the devices were able to line up. There was no patient consequence reported. The outcome of the procedure is unknown. There is no further information available. Concomitant device reported: unknown screws: recon (part# unknown; lot# unknown; quantity: unknown). Unknown drill bit (part# unknown; lot# unknown; quantity: 1). This report is for one (1) unk - guides/sleeves/aiming: sleeve. This is report 6 of 7 for (B)(4).